Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery and a bad reaction involving itching and a rash. Upon follow-up, the patient's peritoneal dialysis registered nurse (porn) stated this patient underwent pd catheter (not a fresenius product) placement surgery. The patient was a new dialysis patient. The porn stated the patient did not experience any reaction due to the tape, stay safe solution, or any fresenius product(s). The patient did not require any medical intervention. The porn stated there was no issue pertaining to this surgery or after. The porn has been training the patient daily in the clinic on continuous ambulatory peritoneal dialysis (capo) therapy. The patient has started to complete capo at home this week. The patient does not utilize any pd device and has never had any issue with the stay safe solution. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).